Event description:
Per the clinic, the patient experienced migration of the receiver/stimulator. The patient underwent revision surgery under general anesthesia on (B)(6) 2023, to reposition the device. The implanted device remains.